Event description:
Baxter received a report of leak in the homechocie cassette found during use. Product surveillance (ps) contacted the home patient (hp) regarding a leak in three cassettes. The hp stated that the actual cassette was leaking not the lines and she wasn't sure why. Therapy has been going well since then and she has had no further problems with the cassettes. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed and the cause was not determined. Batch review results were acceptable for the lot number h11k19013.